Event description:
It was reported that this device and right ventricular (rv) lead were explanted and replaced as a result of a system infection. The physician discarded the device and lead and they will not be returned for analysis. The patient was stable with no additional adverse consequences.